Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-use check, the cs300 intra-aortic balloon pump (iabp) has a burning smell. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and no burning signs were found in the examination of the device. The device was operated for 30 minutes with the test catheter and test simulator, and an odor was detected coming from the device power unit. The power unit of the device needs to be replaced. The device was repaired by the customer and taken into service. The fse did not have any information about the repair details.

Event description:
N/a.